Event description:
It was reported that the user¿s ilet device stopped displaying glucose values from a paired dexcom g7 while glucose readings continued on the dexcom app, indicating communication loss between the ilet and the continuous glucose monitor (cgm) sensor. Symptoms included no reported clinical effects. Outcomes included no change in user condition and no medical intervention. Investigation included remote troubleshooting and user education to toggle the cgm setting between g6 and g7 and to re-enter the four-digit pairing code, with guidance that pairing could take up to 30 minutes. Investigation of this case revealed that the issue was consistent with a pairing or connectivity problem isolated to the ilet interface rather than sensor performance. It was concluded that the device function could be restored through correct cgm selection and re-pairing steps, and the user was advised to call back if the pairing remained unsuccessful.